Manufacturer narrative:
For section a2, the exact patient's age is unknown; however, it was reported that the age range is 80 years or older. A secondary MDR was reported under 3014526664-2025-00020 as there were two products associated with this event. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that one day after a left transcarotid artery revascularization (tcar) procedure, the patient experienced right hand weakness. Additional information stated the patient has made a complete recovery, however the timeline of the recovery is unclear and it is not believed to be a stroke by the physician. Since the symptom of contralateral hand weakness is often associated with stroke and patient's recovery timeline is unclear, and it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported against the tss out of abundance of caution.